Event description:
It was reported that during a device upgrade procedure, the pulse generator exhibited an inappropriate rate increase. The device was explanted and replaced successfully. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis confirmed normal device characteristics.